Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: the telephone number provided: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by "high white blood cells." The cause of the peritonitis was reported to be that the patient's "transfer set dislodged from the plastic connector connected with the locking titanium adapter." It was reported the patient was not hospitalized for the event; however, the patient went to the "a & e department immediately for treatment." The same day as diagnosis, the patient began treatment with intraperitoneal (ip) gentamicin 40 milligram for 3 days (frequency not reported) and ip cephazolin 1 gram for 3 days (frequency not reported) for the event of peritonitis. Five days after onset, the patient began the treatment with ip vancomycin (dose and frequency not reported) for peritonitis. The vancomycin was taken again two days, four days and seven days after initiation of the medication. At the time of this report the patient outcome was not reported. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis event was reported to be that the patient¿s ¿transfer set dislodged from the plastic connector connected with the locking titanium adapter.¿ the report of ¿transfer set dislodged¿ is likely a reference to the tubing of the transfer set and that the report of the ¿plastic connector¿ is likely a reference to the catheter connection piece which is all part the transfer set. Should additional relevant information become available, a supplemental report will be submitted.